Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received the cause cannot be conclusively determined; however, patient factors most likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm bioprosthetic mitral valve, implanted ten (10) years, nine (9) months, eleven (11) days, was explanted due to mitral valve stenosis and severe regurgitation. It was learned the 29mm bioprosthetic valve showed two (2) of the three (3) leaflets were restricted with a block of calcium, restricting inflow and preventing adequate coaptation. The explanted device was replaced with a 29mm mitral pericardial valve. The patient was transferred to the intensive care unit (ICU) in stable condition. Surgical pathology found fusion of two of the valve cusps associated with calcification. Fibrous pannus was identified to be adherent to left ventricular side of valve surfaces.